Event description:
Patient was being lifted with a patient lift, when they slipped through the sling. They hit their head and suffered a hematoma, but were not hospitalized.

Manufacturer narrative:
Patient was lifted using a medium sling. Patient weighed less than 100 lbs and should have been lifted with a small or extra small sling. This would have prevented patient from sliding through the sling.